Event description:
Device evaluation: the meter involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing for the alleged inaccurate high issue. The reported issue could not be reproduced. Unrelated to the reported issue, there was a short in the capacitor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.